Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received motor error alarm and off no power alarm. The customer's blood glucose was 211 mg/dl at the time of incident. The customer stated that they did not received a low battery alert prior to the off no power alarm. The customer stated that the battery was not previously used. The customer stated that the insulin pump was not dropped. The customer stated that there were no unattended alarms. The customer stated that the battery cap was loose. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.